Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Set ex5b r2 was returned from a hospital and inspected per inspection requirements (reference depuy inspection requirements procedure 103243758 section 10) at the fsl in (B)(6) by (B)(6) . During inspection of the torque driver in the facility it was found that the torque wrench was above specification at the 100 in-lbs setting (values coming in at 112-116 in-lbs).

Manufacturer narrative:
(B)(4). The monarch torque wrench handle (product code: 2770-40-510, lot number: km831558) was returned to the customer quality unit (cqu) . Visual inspection of the handle did not find any immediately observable damage to the instrument. The torque setting could be set to 60, 80, and 100 inch-pounds. The handle was submitted for testing. While all of the torque values taken were above the intended value, all were within the upper limit of the torque range. There were no issues found in the use of this instrument. This torque handle functions as intended as does so within the upper and lower torque limits set for the instrument. Also, there has been no damage found to the instrument. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions no root cause analysis is necessary at this time as no product failures have been identified during the course of this investigation. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.